Event description:
The sales rep reported that during surgery a universal rod allegedly broke. The sales rep has reported that there was a delay in surgery, however the length of the delay was not reported. It was also reported that the rod allegedly broke and some of it went into the patient. All particles of the product were retrieved successfully.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry states the universal rod t2 femur to be the subject product. The reduction spoon returned is considered as an associated product. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the universal rod had been in use for more than 12 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. During investigation no material, design or manufacturing related issues were found. The thread of the universal rod was completely broken off at its last winding. The appearance of the breakage surfaces indicate that the thread broke due to a ductile fracture. The lower and upper sides of the handle were marked with deep hammer signs. Material deformation of the reception of the reduction spoon at outwards further indicates that high forces were applied through the universal rod. All facts (in usage for over 12 years / ductile fracture / hammering signs) indicate that the breakage was caused by a mix of material overload (due to applying high tensile loads) and a long term usage. Pre-damages of the thread in prior surgeries could not be excluded. The IFU contains that the instruments shall be handled carefully to avoid superficial damage or alterations to the geometry. The brochure instructions for cleaning, sterilization, inspection and maintenance (l24002000) shows several examples of damage and recommends removing of such damaged products. Based on the above facts it can be ascertained that the root cause of the reported event is not related to a deficiency of the device. No non-conformity was identified.

Event description:
The sales rep reported that during surgery a universal rod allegedly broke. The sales rep has reported that there was a delay in surgery, however the length of the delay was not reported. It was also reported that the rod allegedly broke and some of it went into the patient. All particles of the product were retrieved successfully.